Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, incident report opened by the (B)(6) hospital on (B)(6) 2026. They declare that for sure the stem is a profemur preserve while there are no info on the liner, head or cup. They declare a periprosthetic infection which caused the revision of the 4 items. They documented some screen-printed identification codes present on the explanted components: femoral stem: pprcls06; mpo; 12/14; tav; 6 str; (B)(6), pe liner: 36e, ceramic head : 23- (B)(6); 36-12/14.